Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a bilateral mica to treat bilateral hallux valgus. Sometime post-op the patient developed crps, a pain syndrome treated by pain management team